Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the distal set-up joint (dsuj) due to an unrelated squeaking noise issue. The system was verified and ready for use. Isi did receive a da vinci product (unrelated to the primary reported failure) to perform failure analysis. The dsuj was analyzed, and distal wrist was stiff when clutched and would squeak when released. Tested distal on patient site cart (psc) fixture test platform (pftp) where it failed ripple harmonic tests. After testing was complete, visual inspection found no faults related to the reported event. The universal surgical manipulator (usm) involved with the alleged issue was analyzed and in logs, the 282 error was found indicating presence pin fault on the usm carriage, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a pftp where all relevant testing was passed within specification. Once testing was completed, the carriage presence pins were inspected, and no faults could be identified. The complaint was confirmed based on the failure analysis. A device history record (DHR) review for the system involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause is attributed to a faulty presence pin on the carriage of the usm. This issue can be resolved by replacing the usm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 3. The system was verified and ready for use. Isi has received the usm involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the biomedical engineer called technical support stating surgeon complained of unexpected movement of multiple instruments on universal surgical manipulator (usm) 3. The surgeon said that if he moves the usm, the installed instrument (fenestrated bipolar forceps, monopolar curved scissor) will open the grasper while the gimbal clutch was still closed. Field service engineer (fse) replaced the universal surgical manipulator (usm)3 to resolve the issue. Biomed called again the next day prior to starting, with a complaint from the operating staff (or) staff that vertical set-up joint (vsuj) 3 was not going up smoothly compared to the others. Technical support engineer (tse) reviewed error logs; no issues were found. Customer wanted to continue the scheduled procedure. Biomed agreed to check once the procedure was finished. Biomed called back after procedure ended and stated usm 3 was still hard to move and was squeaking when moved. Field service engineer (fse) back to the hospital to review problem and it was caused by the distal suj. This problem did not occur the previous day during and after the replacement of usm 3. Biomed could not confirm if the distal suj was hit accidently. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the hospital completed the procedure without any issues using all the arms.